Event description:
It was reported that the patient never had therapeutic effect and that ¿the doctor said to call the manufacturer, but we need to make an appointment to check it because it¿s not doing what it¿s supposed to be doing, and it¿s been doing that since it was put in 2010.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).